Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds and a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. No anomalies were found. The helix of the lead became extrinsically distorted due to pullin g/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.